Event description:
During a scheduled device inspection to upgrade software, physio-control sales rep found all three (attention, charge pak and wrench) icons illuminated and it would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control anticipates the device return for further eval and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.